Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Lot 0e00343 was manufactured on 5/10/2020 with a total of (B)(4) market units. On 14/jun/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. In addition, the batch record of bulk lots manufactured in the delta crusader manufacturing line, were reviewed and no issues were found; all the testing results were found satisfactory. No issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. A complaint search for lot 0e00343 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result with no additional complaints were found. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in 2 wafers from a market unit, she experienced decreased wear time of 1 hour. Her normal wear time was 5-7 days. The end user's husband is her caregiver and told her that the mass did not seem as flexible when molding it. She believed that this was the cause of the decrease in wear time. She could see no visible difference with the wafers but when they were molded, the husband stated that they were not as flexible. They were harder to form and stay where she wanted them. She advised that these 2 wafers leaked within 1 hour of application and no change to her routine was made. The end user further stated that she had to cut her out of town trip short as she had only brought a few wafers and used all of them within the same day. As per additional information received, she had 1 additional occurrence from what she believed was the same market unit. Her stoma is 38 mm, outside of the moldable size range for this product. There was no physical harm reported. No photo is available at this time.